Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and donor history. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction to the 0.8% surgiscreen lot# vss816, cell 3 with one sample with previous history of anti-kell. According to customer, sample was tested on (B)(6) 2016 for abs screen using 0.8% surgiscreen lot # vss816. Abs result was negative; however because of previous history, patient was transfused one unit of packed cells (kell negative) and gel crossmatch without any issues. According to customer, patient returned to facility on 6/27/16 and in performing abs using 0.8% screening cells lot # vss825, saw weak-1+ positive with kell positive cell. All testing was performed using manual gel method. Gel cards used = (B)(4), exp 11/24/2016 and (B)(4), exp 12/21/2016. Issue started on: (B)(6) 2016 ; reported 6/29/2016. Frequency:x1 . Microtubes/wells or cell (donor #) affected: cell#3 of 0.8% surgiscreen lot # vss816. Methodology used: manual gel. Incubation time (for manual test only): 15 min . Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: no. Customer stated patient was transfused on (B)(6) with one unit of packed red cells ( kell negative and no issue noted with patient). All listed ortho products have been confirmed to have normal appearance and has been stored according to the package insert indications. No reports of any discrepancies with daily qc was reported. Ortho discussed possible causes of the false negative reaction, including donor phenotype variability and the titer of the antibody may have been a contributing factor. Customer indicates their understanding and requires no additional follow up.